Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 14, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported pain, 50 ml of straw-colored fluid and extremely hypertrophic pseudocapsule. Added complainant information and sleeve product due to pain. This complaint was updated on oct 12, 2017.

Event description:
Pt was revised to address acetabular loosening. Medical records were received. Product and lot info was updated. The femoral head was added to the complaint. Operative report from the revision states the post procedure diagnosis as probable metal hypersensitivity reaction, left total hip arthroplasty. Probable alval.